Event description:
It was reported that the ilet user experienced a hyperglycemic episode and self-administered multiple external insulin injections, twice without disconnecting from the ilet, which constituted an improper procedure; the device component involved was not applicable as no specific part failed. Symptoms included hyperglycemia with a peak of 427 mg/dl. Outcomes included serious injury requiring administering external insulin. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, specifically an improper or incorrect method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.